Event description:
It was reported that during an ultra low anterior resection procedure, the circular stapler, the anvil was positioned in the proximal segment of the bowel secured by a purse string suture. The circular stapler was entered through the anus in preparation to close the gun toward the anvil; the distal resection had been closed with a contour green stapler so the gun was closing over the staple line. The gun was closed down on the tissue using the controlled tissue compression guide and once the surgeon was comfortable with the tissue tension and the staple height, the safety was released in preparation to fire. The surgeon tried to close the firing trigger but felt there was only about 3mm movement with the handle. It felt like the safety was not released but in fact it was. The staples were deployed into the tissue but the tissue was not cut. The staples were malformed with no b formation but only the end of each leg cured over and a dint was present in the crown. The gun was then stuck on the tissue and had to be cut off. Once the gun was removed from the patient, the surgeon fired the gun and he said it fired normally. Was the procedure altered? Yes, the surgeon had to cut the gun out of the tissue which meant he had little tissue left at the distal end as he had initially started with only 3cms. This meant he had to complete the procedure with a sutured anastomosis. The anastomosis had to be lower than planned which creates more risk of leakage and a possibility of a compromised functional outcome.

Manufacturer narrative:
(B)(4). Anvil not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Anticipated, but unavailable at this time. Additional information: requested the following information: to clarify: in the event it stated that the surgeon created the anastomosis with sutures. I know the procedure was altered, but was the anastomosis successful in connecting the bowel together or did the patient receive a colostomy or artificial anis? What is the patients current condition? Was the hospital stay extended, if so how long? Any additional treatment due to the malfunction of the device? Was the surgeon and operating room staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Was the sales rep present during the surgeon¿s first few cases to insure the instrument was used in accordance with the IFU? Was the rep present for this case? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? What color (blue/gold/green) was selected on the selectable staple height selector before firing? Was the cartridge loaded with the retaining cap on? Was there an attempt to load the cartridge proximal end first (like an endocutter)? Did anyone move the firing knob to the left or right after loading the device but before firing? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Was a leak test completed? Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? If the device locked out, did it lock out on tissue or prior to use on tissue? Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? Was the firing to close an ostomy? If so, which firing is a pathology specimen and/or report available? Was another stapling device involved? (I.e., cdh, tl, tx, etc.) What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? How long has the surgeon been using this device for this procedure? What predicate device was used by the surgeon? Was there a recent conversion to ees devices in this account or with this surgeon? Received the following response: ok replies to the questions below: was the anastomosis successful in connecting the bowel together or did the patient receive a colostomy or artificial anis? Yes the sutured anastomosis was successful, no colostomy bag, no artificial anus. Patient is currently stable. Hospital stay was not extended. The faulty product was ecs29 not ntlc. The surgeon used the stapler according to the IFU. No rep was present during this case. The staple failed on the first firing. No unexpected noises were heard. The stapler was not fired over clips. The tissue was not too thick for the stapler as the marker was well within the gap. Setting scale on the circular stapler. Yes the surgeon waited 15 secs prior to firing. Yes the stapler locked out on the tissue. Yes the stapler was difficult to remove from the tissue as a consequence of the misfire the stapler had to be cut out of the tissue therefore the sutured anastomosis was lower than expected. No pathology sample available. The surgeon had been using the ethicon circular stapler for years and has not had problems previously.